Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump was run over by a car and the pump touch screen became shattered. Customer is unable to see the pump touch screen due to the damage. Customer's blood glucose was 100 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.